Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0z59j, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient's system was explanted on (B)(6) 2016 due to infection. The issue was resolved at the time of the report. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.